Event description:
During follow-up for a drain complication that occurred during a peritoneal dialysis (pd) treatment, it was reported the pd patient was hospitalized for pd catheter issue on (B)(6)2021. The patient's pd nurse reported the patient's pd catheter (not a fresenius product) was not draining and stopped working all together. The nurse stated that on (B)(6)2021, the patient underwent pd catheter revision during the hospitalization. The nurse confirmed the patient's hospitalization was not related to fresenius products and was directly attributed to malfunctioning pd catheter. The patient remained hospitalized at the time follow-up was completed. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The patient's hospitalization is associated with malfunctioning pd catheter which is not a fresenius product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).